Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
The serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted/exchanged. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: manufacturing record evaluation could not be performed since serial number is unknown. Labeling review: labeling review could not be performed since product model is unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.